Event description:
It was reported that the customer experienced low blood glucose levels and that he had an issue with blood at the infusion set insertion site. The customer declined to provide the blood glucose reading. He stated that when he removed the infusion set, blood squirted everywhere. He observed that he had a spike downward of low blood glucose at night and needed to adjust his settings. He was advised to speak with his doctor regarding low blood glucose. He declined further assistance and nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.